Event description:
It was reported, one day post implant, that the implantable cardioverter defibrillator (ICD) was unable to run capture management for either the atrial or ventricular leads. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted: (B)(6) 2014. (B)(4).